Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of low followed by high blood glucose readings while using the ilet, associated with announcing multiple meals at a time and then consuming carbohydrates to correct lows, leading to a repeated cycle; education and troubleshooting were completed, and an advanced troubleshooting session was assigned for potential factory reset. Investigation included review of device data and user report. Investigation of this case revealed meal announcement practices likely contributed to the observed glycemic variability. The user reported symptoms were weakness and lethargy associated with fluctuating blood glucose. Outcomes included the use of oral glucose for treatment. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia and hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.